Manufacturer narrative:
Sections with additional information as of 30-sep-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Corrected sections as of 30-sep-2024: d1 brand name corrected from true metrix to true metrix pro.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test result obtained (B)(6) 2024 of 240 mg/dl pm fasting. The customer is using true metrix pro meter with true metrix test strips. The customer¿s expected pm fasting blood glucose test result is below 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer, the product is stored according to specification; customer stated that he stores inside his walker basket and that wherever he goes he takes the test strips and meter inside. The test strip lot manufacturer¿s expiration date is 11/30/2025 and open vial date is one month ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 08-aug-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.